Event description:
1. What is the date of event? 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Fedex shipping tracking ID (B)(4). Fedex return tracking ID (B)(4). 1. Date of event:  5/4/2024. 2. No harm to patient but staff also state difficulty removing the needle from the catheter.  The needle is "sticking" when being withdrawn from the catheter 3. Yes, samples are available. Please send return label to: (B)(6).

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of discolored was observed upon inspection of the photo. However, bd cannot confirm if the sample is non-conforming to our specification since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. The discoloration is slight burning of the catheter due to our laser cutter that cuts the holes into the tubing. Small levels of burning are expected to occur due to the high heat of the laser used. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in was discolored. It was reported by customer that noticed an orange spot near the distal end of the 20g IV catheters we have in stock. Verbatim: rcc received a complaint via email. Hello. Our team lead, (B)(6) noticed an orange spot near the distal end of the 20 and 22 g IV catheters we have in stock. I don't know if it is a design change or some sort of defect. (B)(6) gave me the contact info for our bd rep, (B)(6) (724-261-8200). She is not on call so I called the person who is. (B)(6) 724-584-6187. That was around 230p and I have not heard back yet. I had (B)(6) courier some more from central and those ones are ok. I had her pull the other lots from the ed and CT. I'll have her submit a safecare. (B)(6) and the clinical manager have been notified. Based on customer response received during follow up in 10145896, additional row added."

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.